Event description:
Customer reported a hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 332 mg/dl. Customer had ketones. Customer was treated with insulin drip. Customer is currently using manual injections. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.